Manufacturer narrative:
Section b5 correction, section e3 correction, section h6 correction: health effect - clinical code 2418 - loss of consciousness added. Section h6 correction: health effect - impact code 4607 - hospitalization or prolonged hospitalization added. Section h6 correction: health effect - impact code 4641 - unexpected medical intervention added. Additional codes: health effect - clinical codes: 4446 - heart failure/congestive heart failure, 4868 - hemodynamic instability, manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. Additionally, review of the submitted log files confirmed the low flow alarms. Although a specific cause for these alarms could not be conclusively determined through this evaluation, the account reported that the alarms were caused by prolonged arrhythmia leading to right ventricular failure. The submitted system controller event log file contained events from (B)(6) 2025. On (B)(6) 2025, the file captured transient low flow hazard alarms. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, right heart failure and death, that may be associated with the use of the heartmate 3 lvas. The IFU provides an explanation of pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia and hypovolemia as a potential late postimplant complication. Section 6, under ¿right heart failure¿, also states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, outline system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that emergency medical services were called due to the patient being unresponsive around 20:30 on (B)(6) 2025. The patient was found to be in ventricular fibrillation (vf). Log file review revealed low flow events on (B)(6) 2025. There were no other unusual events recorded in the log file event history. The patient was unconscious when they arrived at the emergency department (ed). The ed did not recognize the patient was in vf upon arrival and thus did not perform electrical cardioversion. The patient was shocked after 2 hours at the ed. The site assumed that the patient went into ventricular tachycardia (vt) and then eventually converted to vf.

Manufacturer narrative:
Additional codes: health effect - clinical codes: 4446 - heart failure/congestive heart failure. 4868 - hemodynamic instability. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient was scene in clinic on (B)(6) 2025 and was doing well and left the clinic. Emergency medical services were called due to the patient being unresponsive around 20:30. The patient was found to be in ventricular tachycardia (vt) which eventually converted into ventricular fibrillation (vf). The patient was unconscious when they arrived at the emergency department (ed). The ed did not recognize the patient was in vf upon arrival and thus did not perform electrical cardioversion. The patient was shocked after 2 hours at the ed. The patient was noted to have never regained consciousness. The arrhythmia was noted to have been sustained. The patient was noted to not have a history of arrhythmia, and the patient had never had any premature ventricular contractions in the past, nor had the patient ever reported any palpitations or heart irregularities. The patient was transferred to a ventricular assist device (vad) center and at that time the patient had a normal sinus rhythm and atrial fibrillation. The patient passed away after the family withdrew care due to anoxic brain injury in the setting of prolonged downtime. The center was unsure if the event was device or therapy related as they noted there may have been suction initially as the patient was hypovolemic. Log file review revealed low flow events on (B)(6) 2025. There were no other unusual events recorded in the log file event history. The low flow alarms were due to arrhythmia leading to right ventricle (rv) failure. The low flow alarms resolved, when the patient was transferred, the vad speed was decreased, and the patient was placed on antiarrhythmics as well as inotropes due to the rv failing the mechanical circulatory support equipment appeared to be operating as intended. Additional information reported that the patient's outcome was not device or therapy related, and that the pump would not be explanted.

Manufacturer narrative:
Additional codes: health effect - clinical codes: 4446 - heart failure/congestive heart failure, 4868 - hemodynamic instability. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the device was operating as expected.